Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
It was reported to cochlear that the patient's dry & store device allegedly resulted in a burnt section of the device. The device is reportedly no longer in use and there was no reports of patient injury associated with this event. The patient has been issued with replacement equipment.